Event description:
The pt stated that he had an extreme hypoglycemic event. He stated that sometime between 4:00am-5:00am he "came to" with jelly in his mouth that his wife had administered to him. His wife placed the jelly in his mouth after discovering him breathing erratic and sweating during his sleep. The pt's blood glucose was not tested at the time of the incident, however, the pt thinks it was in the "teens" according to the way he felt. His normal blood glucose range is 120-150 mg/dl. The pt is attributing the event to "lack of training." He mentioned he was having several issues downloading software. The pt stated he "almost died this morning." He confirmed that his basal rates are set correctly and he is bolusing correctly. The pt requested additional training, however, he has since cancelled this training session. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.